Manufacturer narrative:
Evaluation of the component shown signs of additional welding having been performed around the inner tube where the top plate is secured. Testimony given by the end-user stated the seating had detached and they had the seating rewelded at a local repair shop. End-user stated he decided to have it repaired instead of replacement and didn't feel the need to contact the dealer nor manufacturer when the failure occurred. The end-user could not supply a date when the failure allegedly occurred reporting it happened a while back. The end-user reported they did not incur any injuries as a result of the alleged failure. The component failure is being attributed to stresses being applied, over time, leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Service provider reports during an evaluation with the end-user for a new mobility device, the end-user made mention of the top plate on the fixed seat tube having become detached and he (the end-user) had taken it to a local shop and had it rewelded back in place. End-user stated they were not injured when the original failure occurred.